Event description:
The patient was interrogated and high impedance was seen. However, when clicking out of the system diagnostics screen, it was noted that the Impendences on the system diagnostic test were also fine.A review of the data reveal that the patient's impedance was at value that was marginally above the high impedance threshold. Subsequent interrogations in the same clinic visit were then below this line, indicating that the lead impedance was normal.No known relevant surgical intervention has occurred to date.No other relevant information has been received to date.